Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that the stabilization shoulder kit arrived damaged from moisture leak through the package. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no water damage to the outer packaging, the shipping documents or the stabilization kits inside the box. All seals are intact and no water damage was present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process found that the packaging assembler must verify that the pouch is free of pin holes, cuts and seal defects and ensure proper product orientation. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include improper shipping conditions. Based on this investigation, the need for corrective action is not indicated.